Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, component failure and a malfunction of the charge-coupled device unit, due to fluid intrusion, caused the reportable events identified during the device evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited air leakage at the cable stress boot, fluid invasion, and an image abnormality. There was no patient involvement.